Manufacturer narrative:
The reported event of not being able to connect the ipg to the patient controller was confirmed based on the data in the clinician programmer session logs provided by the field but was not able to be duplicated in the lab. Analysis of the returned ipg found no anomalies and the device communicated with all lab utilities. The root cause of the allegation is consistent with bluetooth communication signal strength being very weak due to environmental issues.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg was not connection to external devices. Troubleshooting was unable to resolve the issue. As such, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Therapy was restored post op.